Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the returned device showed spark marks on the rear end of the electrode during a visual inspection. Therefore, it is possible that poor contact at the connection between the rear end of the electrode and the handle caused sparks, leading to the occurrence of the reported failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the high frequency resection electrode was burnt. The event occurred during a therapeutic transurethral enucleation with bipolar energy procedure. The procedure was completed using a similar device. There was a slight delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.